Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned and evaluation is anticipated but not yet begun. This device is used for therapeutic purposes.

Event description:
It was reported that a nim response mainframe was "not working" prior to use, therefore there was no patient involvement. This is the only information provided and attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The following information was received on november 18, 2015¿ the initially reported ¿not working¿ was a typo. The correct reason is ¿main board failure message during booting up¿. (B)(4).

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the screen blank due to damage to the main board. The device was repaired, tested and passed all manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.